Event description:
A report was received that the spindle cap of the spacer broke after misplacement. The spacer was explanted and a new spacer was successfully implanted. It was noted that there was an offset of spinous processes in this scoliotic patient. All pieces were removed from the patient. The spacer will not be returned as it was disposed of by the medical facility.